Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the cobas 8800 system is (B)(4).

Event description:
A (B)(6) customer alleged invalid (p07p flag: volume error during supernatant removal) and discrepant hbv results for patient samples tested with the cobas® hbv test for use on the cobas® 6800/8800 systems. The roche field service engineer visited the customer site and found a loose stop disc on the cobas 8800 system's processing transfer head, that could have caused the alleged discrepant results.

Manufacturer narrative:
A (B)(6) customer found invalid results for samples processed on the cobas 8800 system, in processing module b, which were marked with p07p flags (volume error during supernatant removal) in position a2 and false positive results for neighboring wells of the head processing transfer front. The japanese field service engineer performed the process head tightness check and position a2 failed. The stop disk of position a2 was found to be loose. After replacement of the stop disk and o-ring the tightness check passed and no similar occurrences have been reported. Investigative testing showed that the tightness check will fail when the stop disk is very loose and significantly less than 2 ncm torque (recommended torque documented in the instrument service documentation is 15 ncm). No leakage from the pipette tips was observed when the stop disks were tightened between 2 to 15 ncm using a torque wrench. The torque measurement (force) for the loose stop disk associated with the failed tightness check on the customer's cobas 8800 system is unknown. The cause of the false positive results reported in this case was most likely caused by leakage as a result of a loose stop disc in position a2 of processing head a in processing module b. This is the only reported occurrence where false positive results associated with a loose stop disc was observed. The root cause investigation is currently on-going, and corrective and preventive actions will be implemented as appropriate. (B)(4).